Manufacturer narrative:
(B)(4). On july 10, 2017, it was reported that the device was bad due to the cutter blade deterioration, wear scratch, side plate failure other roller shaft parts and deterioration. The customer returned the device for evaluation. Initial qa inspection of the meshgraft ii instrument only, serial (B)(4), on july 10, 2017 revealed that the device cannot be a proper mesh. Zimmer biomet (B)(4) has repaired/evaluated meshgraft ii instrument only serial (B)(4) one time as documented in the repair reports in live link. The current repair was done on aug 23, 2017 which includes failure of cutter blade and side plate. Some parts of roller shaft with scratch were replaced. Disassembly, clearance adjustment and operation check was also done. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii instrument only serial (B)(4) as documented in the repair reports in live link. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the meshgraft ii was worn and damaged, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device was bad due to the cutter blade deterioration, wear scratch, side plate failure other roller shaft parts and deterioration. The device was returned to zimmer (B)(4) for repair. Initial inspection revealed the device cannot pass a proper mesh.